Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The patient's blood glucose (bg) values reached 180 mg/dl.

Manufacturer narrative:
The pod was received with the formed needle exposed, confirming the reported event of the needle not retracted. During investigation, after opening the pod, the nailhead was found not seated properly in the slide insert and the formed needle was found not seated properly in the slide retract. The slide insert and slide retract were damaged indicating that the formed needle was incorrectly installed. This resulted in a failure of the needle mechanism to fully retract the formed needle after deploying the needle. The exposed formed needle contributed to the reported pain during insertion.